Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the physician felt a steam pop. The pericardial effusion was confirmed by ultrasound and transthoracic echo. A pericardiocentesis was performed and it was unknown the volume of fluid removed. A transseptal puncture was performed and the event occurred during ablation phase. The patient required hospitalization and reported to be in stable condition at the time the complaint was reported. The overall time for ablation at the site of injury was approximately 30 seconds as well as the last ablation cycle time. The physician¿s opinion regarding the cause of this adverse event is that this may possibly be a combination of device, procedure and patient condition related; making reference to thermocool smart touch bi-directional navigation catheter as the product related aspect. Settings during the event include: generator at power control, 40 w at anterior to pulmonary veins while 30 w at posterior left atrium; flow setting at 30 ml/min. Needle used, bayliss orflex 45 deg (non bwi product) and sheath used, sjm swartz slo, 8.5fr (non bwi product). The patient received act and maintained during procedure 300 ¿ 350 s. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the physician felt a steam pop. The pericardial effusion was confirmed by ultrasound and transthoracic echo. A pericardiocentesis was performed and it was unknown the volume of fluid removed. A transseptal puncture was performed and the event occurred during ablation phase. The patient required hospitalization and reported to be in stable condition at the time the complaint was reported. The overall time for ablation at the site of injury was approximately 30 seconds as well as the last ablation cycle time. The physician¿s opinion regarding the cause of this adverse event is that this may possibly be a combination of device, procedure and patient condition related; making reference to thermocool smart touch bi-directional navigation catheter as the product related aspect. Settings during the event include: generator at power control, 40 w at anterior to pulmonary veins while 30 w at posterior left atrium; flow setting at 30 ml/min. Needle used, bayliss orflex 45 deg (non bwi product) and sheath used, sjm swartz slo, 8.5fr (non bwi product). The patient received act and maintained during procedure 300 ¿ 350 s. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the physician felt a steam pop. The pericardial effusion was confirmed by ultrasound and transthoracic echo. A pericardiocentesis was performed and it was unknown the volume of fluid removed. A transseptal puncture was performed and the event occurred during ablation phase. The patient required hospitalization and reported to be in stable condition at the time the complaint was reported. The overall time for ablation at the site of injury was approximately 30 seconds as well as the last ablation cycle time. The physician¿s opinion regarding the cause of this adverse event is that this may possibly be a combination of device, procedure and patient condition related; making reference to thermocool® smart touch¿ bi-directional navigation catheter as the product related aspect. Settings during the event include: generator at power control, 40 w at anterior to pulmonary veins while 30 w at posterior left atrium; flow setting at 30 ml/min. Needle used, bayliss orflex 45 deg (non bwi product) and sheath used, sjm swartz slo, 8.5fr (non bwi product). The patient received act and maintained during procedure 300 ¿ 350 s.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on january 28, 2015. The analysis has begun but is not completed at this time. Concomitant medical products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4); product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4). Product: bayliss orflex 45 deg - needle (non bwi product) product: sjm swartz slo, 8.5fr (non bwi product) (B)(4).